Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) disassembled and reassembled the screen and the device was turned on to perform a pre-use inspection, and the device screen returned to normal.

Event description:
N/a.

Manufacturer narrative:
Due to character limitations in e1 event site name- the second affiliated hospital of (B)(6), event site telephone (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during the inspection, the cardiosave intra-aortic balloon pump (iabp) had a flickering phenomenon on the touch screen. There was no patient involvement.